Event description:
It was reported that the patient with this right ventricular (rv) lead underwent removal of a pacemaker generator due to normal battery depletion (nbd) and extraction of a right ventricular lead that was densely adherent within the subclavian vein and myocardium. After initial attempts of retraction failed, alternating use of a laser sheath and a mechanical cutting tool successfully freed the lead from multiple binding sites. The lead was fractured. Fluoroscopic visualization of the rv was performed. The lead was ultimately separated from the myocardium and withdrawn without complication. A new dual chamber pacemaker was then implanted, the pocket was revised and closed, and the patient was transferred to recovery in stable condition. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.